Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. No e70 - motor position encoder error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor position encoder error or motor error alarm within 30 days. Customer stated that the drive support cap was not protruded or loose or sticking or flush. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.